Event description:
It was reported that during a vats procedure at the first firing on tissue between the superior and inferior right lob the device fired halfway and then locked out. The reverse button was used and the device was removed. Also the middle part of the cartridge was crushed and indented. Another device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that the pse45a device was received in good visual condition and with an ecr45g cartridge loaded on the device. The returned reload was noted to be fully fired and with cartridge deck damaged. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: asku. What color cartridge was being used? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.